Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg stopped connecting with external devices following an unrelated surgery. Reportedly, the ipg was set into surgery mode prior to the procedure. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the ipg is still implanted and has not been explanted at this time.

Manufacturer narrative:
Additional information revealed that the ipg is still implanted and has not been explanted at this time.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced to address the issue.